Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted report as follow-up 2, which was inadvertently submitted under this MFR report #: 1221359-2021-01329 (case (B)(4)), but was supposed to have been submitted using MFR report # : 1221359-2022-01329 (case (B)(4)).

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive and conflicting results with the ID now covid-19 performed on (B)(6) 2021. This MFR. Report addresses patient 2 of 2. The customer reported conflicting results with the ID now covid-19 performed on (B)(6) 2021 on a direct tested copan ce0123 floqs nasopharyngeal swab. The customer reported that one patient had pcr confirmation testing with nasopharyngeal swab that generated negative results. Since a positive test was obtained with a probability of 1/2, the first sample for the patient was measured by (gene expert, e area CT = 0 [?] Neg, n2 area = 0 [?] Neg). The other patient was retested using an ID now covid-19 test which generated negative results. A new sample was used to perform the confirmation testing for both patient. The customer stated the patient was symptomatic the day before, 37.8 ° c fever, no cold symptoms, 36.6 ° c for negative judgment. Provide patient treatment and outcome if provided or no additional patient information, including treatment and outcome, was provided. The customer confirmed there was no delay or impact in the patient's treatment. However,the customer reported that with an emphasis on the continued positive test, 60 specimen tests were conducted for staff members who came into contact with the patient.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m144104 xxxxxxx with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m144104 and test base part number 190-430 / lot m144104. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144104 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.